Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use electrosurgical knife tip burnt off. The issue occurred during a therapeutic endoscopic submucosal dissection procedure that was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to previously submitted report. Updated fields: d8, h2, h6, h11 corrected field: d7a the device was not returned to olympus for inspection. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information provided by the customer.